Manufacturer narrative:
A review of the DHR demonstrated that the mid-c system was manufactured, tested, and released according to specification. User (surgeon and patient) information analysis: the patient is part of the company's post-approval study whose index surgery was performed on (B)(6) 2021. A review of the patient's x-rays shows that the implant was not placed according to pre-operative plan. Namely, it was placed at t4-t5-t12 as opposed to t5-t6-t12. Follow-up x-rays demonstrate that as a result, the implant elongation over time accommodated curve progression rather than correction. The patient was revised with a new mid-c system which was located at t4-t5-t11; per the company's impression the device is still not positioned to fully support the deformity correction. Reoperation events are a known risk that was assessed and recorded by the product risk management file. The risk of curve progression has been assessed and found to be acceptable. The current rate for all relevant criteria (curve progression, insufficient curve correction, imbalance) is in line with the rate reported in the literature for this type of complication as described in the company's cer (clinical evaluation report). The risk has been quantified, characterized, and documented as acceptable within a full risk assessment.

Event description:
Patient #(B)(6) (gw) index surgery was performed on (B)(6) 2021, on (B)(6) 2022, the study coordinator notified the company that the patient is scheduled to have a revision surgery due to the implant reaching maximum elongation.